Manufacturer narrative:
Device was received with a no motor movement or negligible movement. Retries to free a stuck motor failed during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed error.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect. For the correct date see this report.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is january 4, 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm. The customer¿s blood glucose level was unknown. The customer was unable to rewind. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.